Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump alarmed no delivery. The customer's blood glucose was 104 mg/dl. The customer stated that, the night prior to the phone call, the device alarmed no delivery five times. The customer changed the infusion set twice and the alarm occurred during priming, while the customer was not connected to the insulin pump. The customer stated that they have tried all remedies and nothing has helped. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.